Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, although the indicator showed that the remaining clip was 1, no clip was fed into the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lockout. Additional information was requested. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review.